Manufacturer narrative:
The pipeline flex w/ shield (model: ped2-475-16 lot: a644047) and phenom-27 catheter (model: fg15150-0615-1s lot: ma19-016) were returned for evaluation within a shipping box; within a sealed biohazard pouch; and within their respective inner pouches. Tno flash or hub mold were found in the hub. Dried saline was found within the hub. No damages or irregularities were found with the catheter hub, distal tip or marker band. The phenom-27 catheter body was found kinked at ~116cm from the distal tip. The phenom-27 total length was measured to be ~158.5cm, its usable length was measured to be ~152.0cm and the distal single coil length was measured to be ~14.5cm, which are within specifications (specifications: 156.5cm (reference), usable: 150cm ± 5cm, distal single coil: 15cm ± 2cm). A 0.026¿ mandrel was used for resistance testing. Resistance was encountered at the kinked location. The pipeline flex w/ shield braid was returned already deployed. The proximal braid end was found fully opened but frayed and the distal end was found fully opened but frayed and damaged. No damages or irregularities were found with the pipeline flex w/ shield pusher. Based on the analysis findings, the customer report of ¿pipeline damaged during delivery/retrieval¿ was confirmed as the braid was found damaged, however, the cause could not be determined. Possible causes for failure are high force delivery, resheathing more than 2 times, over-manipulation, delivering/retracting delivery wire against resistance or deploying/resheathing braid against resistance. The resistance found within the damaged phenom-27 catheter could contribute towards the damage found on the braid. Possible causes for catheter kink are patient vessel tortuosity, catheter entrapment, user operational context if user advances or retrieves intraluminal device against resistance or damage during return shipping to medtronic. The customer report of ¿failure/incomplete to open¿ could not be confirmed, as the device was returned with both ends of the braid already opened. Customer did not submit any images/videos for review. Potential causes for failure/incomplete to open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was partially deployed and it failed to open.

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device, similar device brand name = pipeline flex w/shield technology model # = ped2-475-16. The pipeline flex with shield device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during deployment, the pipeline flex with shield device failed to open. It was fluted at one end like a trumpet. The patient was undergoing surgery for treatment of a carotid cavernous fistula in the internal carotid artery. The device was removed from the patient, and a replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.